Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pfa procedure, a faradrive steerable sheath clear was leaking gas during catheter access. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. The reported event was not confirmed via laboratory analysis.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was leaking gas during catheter access. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory. It was further reported that the event was determined to be normal suction during pullback and suction was not performed during advancement. There was no damage to the luer, and the procedure was completed using the leaking sheath contrary to what was initially reported. The leak appeared to be coming from the hemostatic valve. No air was seen in the sheath, and no air was seen in the patient.

Manufacturer narrative:
B5: describe event or problem - updated with additional information.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was leaking gas during catheter access. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the event was determined to be normal suction during pullback and suction was not performed during advancement. There was no damage to the luer, and the procedure was completed using the leaking sheath contrary to what was initially reported. The leak appeared to be coming from the hemostatic valve. No air was seen in the sheath, and no air was seen in the patient.